Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.

Event description:
The customer contacted product support (ps) and reported that a v60 is alarming patient circuit occluded (ec 1201). The issue occurred when device was powered on. The customer reported that the unit was not in use on a patient. The customer verified code 1201 was in the significate log. While troubleshooting, he verified the blower did not spin after setting pressure to 10 cmh2o. Ps recommended a blower assembly to address the issue. The customer has an extra blower assembly on site, and will try it. If not, then he will order the mc pcba. Customer had a spare blower, and stated when he slaved it into the unit, the blower was spinning fine. He will order the blower assembly and repair the unit. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue.